Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 350-400 mg/dl. The customer treated the high blood glucose readings with a bolus. The customer stated that because he was going without a sensor, it was hard for him to predict his high blood glucose readings. The customer was advised that a low isig could indicate that a sensor is bent. The customer was assisted in clearing the alert. The customer will be sent replacement sensors.